Manufacturer narrative:
Section h10: the product, ri robotic drill, used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The userdatabase error file provided could not be downloaded. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the drill disconnect issue was encountered when the doctor started to prepare the femoral component with milling. They changed the drill and the bur, but the same scenario occurred. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary and no other complications were reported. Clinically relevant medical documentation was not provided for inclusion in the investigation as phone use during surgery and sharing photos is strictly prohibited. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to complete the case, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation. Internal complaint reference number: case-(B)(4).

Manufacturer narrative:
H3, h6: the product, ri robotic drill (singapore), rob10013, sn000196 used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. The bur was inserted without any errors or problems. There were no issues passing calibration. The user database error file provided could not be downloaded. Although the reported problem was not confirmed through a visual, functional or log file review, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the drill disconnect issue was encountered when the doctor started to prepare the femoral component with milling. They changed the drill and the bur, but the same scenario occurred. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary and no other complications were reported. Clinically relevant medical documentation was not provided for inclusion in the investigation as phone use during surgery and sharing photos is strictly prohibited. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to complete the case, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Additional information: d9, d10.

Manufacturer narrative:
The product, ri robotic drill (singapore), rob10013, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device could not be established. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. The bur was inserted without any errors or problems. There were no issues passing calibration. The user database error file provided could not be downloaded. Although the reported problem was not confirmed through a visual or functional or log file review, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori's console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on the motor. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. The real intelligence cori for knee arthroplasty user manual provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines". This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Per complaint details, the drill disconnect issue was encountered when the doctor started to prepare the femoral component with milling. They changed the drill and the bur, but the same scenario occurred. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary and no other complications were reported. Clinically relevant medical documentation was not provided for inclusion in the investigation as phone use during surgery and sharing photos is strictly prohibited. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to complete the case, which is an approved surgical technique. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
The product, ri robotic drill (singapore), rob10013, (B)(6) used for treatment was not returned for evaluation; thus, a visual and functional evaluation could not be performed, and a relationship between the reported event and the device could not be determined. The userdatabase error file provided could not be downloaded. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, a factor that may have contributed to the reported symptom may be associated with a loose connection causing intermittent connectivity. The real intelligence cori for knee arthroplasty user manual (500230) provides guidelines for recovering to a fully manual procedure in the "recovery procedure guidelines, appendix d". This failure is an identified failure mode within the risk assessment. Per complaint details, the drill disconnect issue was encountered when the doctor started to prepare the femoral component with milling. They changed the drill and the bur, but the same scenario occurred. Reportedly, the surgeon decided to change technique to a manual procedure with a delay of fewer than 30 minutes, however it was communicated that no additional interventions were necessary and no other complications were reported. Clinically relevant medical documentation was not provided for inclusion in the investigation as phone use during surgery and sharing photos is strictly prohibited. Based on the information provided, the root cause of the reported event could not be definitively concluded. The patient impact beyond the reported fewer than 30-minute surgical extension and using standardized instrumentation/cuts alongside the cori¿ could not be concluded but no impact has been communicated. No patient injury was reported or expected as the surgeon did ¿change technique to a manual procedure¿ to complete the case, which is an approved surgical technique. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
Our reference number: case (B)(4).

Event description:
It was reported that, a cori tka case started as per normal, registration and calibrating phase, as well as bone landmark phase went well. However, when the doctor started to prepare the femoral component with milling, burr stopped once the harder bone surface was hit, and it appeared the notification: "robotic drill cable disconnected". They reinstalled and recalibrated the bur to be able to continue, but the same scenario occurred. So, they changed the real intelligence robotic drill and the bur, resumed the case and they still had the same scenario. The procedure was completed with a delay fewer than 30 minutes by changing the surgical technique to manual procedure. No patient injury or other complications were reported.